Event description:
Rec'd report of overinfusion via pressure monitoring line. A pediatric pt had surgery for bilateral inguinal hernia repair. The pt was brought to ICU paralyzed (from anesthetic drugs), sedated, and on a ventilator. Monitoring line set up of 250cc IV bag with heparin 1/2u/cc with a pressure cuff. The bag was hung at 1730. During the evening, the pt started having problems on the ventilator, and gained weight. The pt was started on a lasix drip. At 0200 the nurse noted the bag was dry. The pt later recovered, was extubated, and transferred to a floor.